Event description:
Portion of the plastic covering on the tip of the tee probe was missing when it was removed from the pt. This was discovered when the probe was being prepared for cleaning. Physician and pt were notified. Pt refused egd.